Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte yel 24ga x 0.75in catheter defective / damaged report from the infusion room team leader: the catheter shrank after puncture, 2 tubes were affected, and the samples could not be returned. Photos of new products with the same batch number can be provided. Green claim settlement is required, complaint reply letter is required, and complaint receipt letter is required.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.